Event description:
Customer reported his adc blood glucose meter had a blank screen issue, noting that sometimes the meter would turn on with button press and test strip insertion, and sometimes it would not. Customer further reported that on an unspecified date/time he could not test so he called the paramedics. Customer was transported to a local healthcare facility where it was noted his glucose was high and he was treated with insulin. Customer also noted he was not allowed to eat for ten hours but he did not know why. No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The customer's meter has been returned and an investigation utilizing the returned meter and retained test strips (lot no: 1456937) has determined the complaint is not confirmed. Meter did power on with button depression. Meter did power on with strip insertion. Power issue is not observed. Additionally, all results were within range specification and no errors were observed during control solution testing. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.